Event description:
It was reported that the bur was packaged incorrectly and that it clearly appeared shorter in the package than what was ordered. It was further reported that the bur was labeled part no. 1607-2-109 but that the package contained part no. 1607-2-107. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for eval. It was not possible to determine the definitive root cause for the alleged mis-labeling.